Event description:
Distributor rec'd a report of possible discordant results and forwarded this to the dpc technical service dept. Upon investigation by the field service rep (fsr), it was noted that occasionally a bead was ejected from the assay reaction tube during transport such that the bead is not present during incubation of the test. Problem was traced in a loose tube transport chain in the instrument. After the instrument was serviced by tightening the chain, customer reran samples from period in question and found a few incorrect results. No pts were treated based on an incorrect result.

Manufacturer narrative:
The field service rep fsr diagnosed the cause of the instrument problem as related to a loose transport chain. A search by dpc of all complaint reports for a greater than one year period (05/01/04 - 09/26/05) returned 3 reports related to loose transport chains with associated correction through tightening. There are aproximately 4000 immulite 2000 and 2500 instruments installed that use this transport chain. We believe the rate of this malfunction is extremely low.